Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report were received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 13.20 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis.